Event description:
It was reported that during an unk procedure using a single use starvac 90 wand that the reporter claimed had been resterilized 2-3 times previously, the electrode plate detached from the tip of the wand. The surgeon was unable to retrieve the detached piece, so it was abandoned in the surgical site. The procedure was completed with a back up wand. There was no further details provided regarding the event, however, no pt complications have been reported.